Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion cause the pump started to go through scrotal wall, the pump was outside the body. As a result, the pump was explanted and replaced. No further patient complications reported.